Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No damages or deficiencies to the fluid path, needle mechanism, or drive mechanism were observed that could have resulted in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had gone to the hospital for a previously reported case the prior night. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was at the hospital emergency room for 4 hours.